Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A manual "try it" test was performed and there was vibration omitting from the device. A manual drop test was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.